Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies had failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies had failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A technical support specialist (tss) accessed the specified electronic file transfer (eft) path to obtain the enterprise server (es) total firmware manual package version 1.0.5.10, then logged into the station application as a support user and closed the application. After logging into windows as cfnadmin and confirming the application was not running, the specialist extracted the firmware package files to a newly created d:\pmcfirmware folder and launched the installfirmwarefiles.bat script. The script detected the application and version, copied the appropriate firmware files to the current firmware directories, and completed successfully, triggering an automatic system reboot. When required, logs located in c:\bd tools\logs\es firmware update rss package.txt were reviewed to troubleshoot errors. Following the reboot, the station entered maintenance mode, where it performed a firmware audit and applied the necessary firmware updates. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies had failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.